Manufacturer narrative:
Internal complaint reference: (B)(4). Cichý, z. (2006). Treatment of dysplastic acetabulum using total hip arthroplasty: our intermediate-term results. Acta chirurgiae orthopaedicae et traumatologiae cechoslovaca, 73(5), 340-344.

Event description:
It was reported that, on the literature review ""treatment of dysplastic acetabulum using total hip arthroplasty: our intermediate-term results"", a total of sixty five (65) patients with dysplastic acetabulum were treated with a total hip replacement construct which had a bicon plus device as the acetabular component. From these patients, two (2) experienced an intraoperative penetration through the lamina interna of the acetabulum. During a follow-up period of 96 and 84 months for both patients, there was no change in the position of the penetrated hole. As detailed by the authors, both patients were still very satisfied with the performance of the hardware and they were able to perform fully load without supports. No further information is available.

Manufacturer narrative:
H3, h6: on the literature review "treatment of dysplastic acetabulum using total hip arthroplasty: our intermediate-term results" [1], a total of sixty five (65) patients with dysplastic acetabulum were treated with a total hip replacement construct which had a bicon plus device as the acetabular component. From these patients, two (2) experienced an intraoperative penetration through the lamina interna of the acetabulum. During a follow-up period of 96 and 84 months for both patients, there was no change in the position of the penetrated hole. As detailed by the authors, both patients were still very satisfied with the performance of the hardware and they were able to perform fully load without supports. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the IFU states that "application of excessive pressure when placing or fixing the implant can provoke fractures or bone damage" as an ¿intraoperative¿ problem in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of past corrective actions was performed. No further escalation is required. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Investigation results corrected: on the literature review "treatment of dysplastic acetabulum using total hip arthroplasty: our intermediate-term results" [1], a total of sixty five (65) patients with dysplastic acetabulum were treated with a total hip replacement construct which had a bicon plus device as the acetabular component. From these patients, two (2) experienced an intraoperative penetration through the lamina internal of the acetabulum. During a follow-up period of 96 and 84 months for both patients, there was no change in the position of the penetrated hole. As detailed by the authors, both patients were still very satisfied with the performance of the hardware and they were able to perform fully load without supports. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the instructions for use states that "application of excessive pressure when placing or fixing the implant can provoke fractures or bone damage" as an ¿intraoperative¿ problem in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: cichý z. (2006). Resení postdysplastického acetabula - nase strednedobé výsledky [treatment of dysplastic acetabulum using total hip arthroplasty: our intermediate-term results]. Acta chirurgiae orthopaedicae et traumatologiae cechoslovaca, 73(5), 340¿344.